Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported after the implantation of a CT lucia 602 there was a kink in the haptic. Thus, the lens was removed and a backup lens was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Additionally, there was no damage noted to the lens during preparation for use which suggest a product deficiency did not contribute to the reported issue. Damaged haptics are known to be caused by numerous factors including, but not limited to: loading strategy, lens placement technique, poor handling during folding and inserting, patient pathology. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure

Event description:
It was reported that after a CT lucia 602 was implanted it was noticed there was a kink in the haptic. Thus, the lens was removed and a backup lens was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported.